Event description:
Review of the patient's programming history was performed in file (B)(4) on (B)(4) 2014. It was noticed that upon initial interrogation on (B)(6) 2008, the output currents were at 0ma. On the previous visit on (B)(6) 2007, there was no final interrogation performed prior to the patient leaving the clinic. Two programming events were performed but a final interrogation did not show if the programming was successful. Therefore, it cannot be ruled out that an incomplete system diagnostic test inadvertently changed the settings. This file was created to house the programming anomaly.

Manufacturer narrative:
Analysis of programming history.